Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on several corrective steps, including disconnecting the tubing and delivering boluses, which were eventually successful. Customer was advised to replace supplies as necessary and resume insulin therapy.